Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the pump black box showed that loss of prime warnings had occurred on (B)(6) 2014 related to low, non-zero force. During testing, the pump performed the rewind, load, and prime and was exercised for 24 hours without loss of prime or other issues occurring. The force sensor calibration was tested and was found to be within specifications. No defect was found related to the loss of prime warnings.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.